Event description:
When the user attempted to remove the safety wire as labeled, the red knob detached from the safety wire. It became unable to remove the safety wire. The user commented that he pulling the trigger and pulling the safety wire needed force. Then he deployed the stent fully without removing the safety wire, but the safety wire was still un-removable. He then pulled the system to remove, the stent migrated along proximally. It was unable to retract the stent into the sheath, so he removed the system, the stent and the endoscope together from the patient. The user placed zilver635 stent(10-6) instead and completed the procedure. The patient did not experience any adverse effects due to this occurrence. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). Please see description of event. (If any damages were confirmed prior to use)was the package damaged? No. (If any damages were confirmed prior to use)how was the device stored? Stored in a cardboard box.. What endoscope type and channel size was used? Model unknown / 3.7 channel. What was the position of the elevator? Was it opened or closed? Ni. Details of the wire guide used (diameter, type, make)? Bpston scientific's endoselector 0.025 inch. Was the zip port facing upwards and slightly curved when back loading the wire guide? N/a, yes, no ni. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site right below the hepatic portal legion to the common bile duct. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? 4. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? Yes. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? No. Was resistance felt during insertion into patient? Yes. If yes, at what point? Structured area. Questions related to during stent placement: did the product fail during stent deployment or recapture? Please see description of event. If other, please specify after the stent was deployed before releasing. Please see description of event . Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Already stated in patient/event info tab. The device itself will be returned.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of lab evaluation which was complete on: 25 apr 2022 visual inspection: lock wire mlla not returned and it appears to be pulled/forced apart from the lock wire. E nd of lock wire is curled up on return. Red marker and introducer at full deployment on return. Functional inspection: handle actuating as intended for deployment and recapture.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04nov2022.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-10-11-6-b of lot c1888384 was complete on(B)(6) 2022. The lock wire mlla was not returned, and it appears to be pulled/forced apart from the lock wire. The end of the lock wire is curled up on return. The red marker and introduced were at full deployment on return. Handle actuating as intend for deployment and recapture. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1888384 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1888384 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, instructs the user : ¿¿ when stent point of no return has been passed , disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿ there is no evidence to suggest that the customer did not follow the instructions for use. The japanese packaging insert(B)(6) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause analysis a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing stent deployment difficulties. From the available information it is known that pulling the trigger and safety wire required force, as per engineering input excessive force could lead to the red luer separating from the wire. Summary of investigation according to the customer when the user attempted to remove the safety wire, the red knob detached from the safety wire. The safety wire could not be removed. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the safety wire getting caught on the stent and subsequently causing stent deployment difficulties. From the available information it is known that pulling the trigger and safety wire required force, as per engineering input excessive force could lead to the red luer separating from the wire. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.